Event description:
It was reported that the customer's blood glucose (bg) level was 540 mg/dl and ketone level was high. Customer delivered a bolus via the pump to address elevated bg. Customer went to the emergency room (ER). Ketone level was identified as dangerous by a healthcare provider. Customer was treated with intravenous insulin and saline. Elevated bg and ketones were resolved with no injury to the customer. Customer alleged the pump was the cause of the event. However, pump system check found no issues with the cartridge, infusion set tubing/cannula, insulin. Customer acknowledged the pump was functioning as intended. Customer was discharged on (B)(6) 2024 and resumed pump therapy the next day.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.